Event description:
The complainant has reported that during a therapeutic stone retrieval procedure the tip of this basket broke off and was retrieved. User technique and/or patient anatomy may have contributed to this event. However co was unable to determine the relationship between the device and the cause for this event.